Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving stimulation on the right side of her pain pattern following her permanent implant procedure. X-rays revealed the lead was slightly left of the anatomical midline due to the patient's anatomy. As a result, the patient underwent surgical intervention on (B)(6) 2016 during which the scs lead was repositioned to the right of the anatomical midline. Bi-lateral stimulation was achieved with the procedure.